Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The failure analysis (fa) investigation confirmed and replicated the customer-reported complaint. Fa found the primary failure of the failed continuity test to be related to the customer-reported complaint. The instrument failed the electrical continuity test. There is no obvious damage to the conductor wires. The advanced engineering team analyzed the instrument, and the initial finding was confirmed. The instrument failed the continuity test. The conductor wire that goes into the grips was pulled and tugged, and no looseness was observed. The housing was removed, and the instrument failed the continuity test for one of the pins that mate with the pcb on the proximal end and the other end of the wire.

Event description:
It was reported during the da vinci surgical procedure, fenestrated bipolar forceps instrument had no coagulation. There was no reported injury.